Event description:
Additional information indicated that no visible damage was identified upon inspection of the purge cassette.

Manufacturer narrative:
B5 event updated. This is one of two related reports. This report represents the purge cassette, while the other report was submitted to represent the introducer.